Event description:
At discharge the patient's troponin levels were elevated. The patient was diagnosed with a myocardial infarction. The patient was not given any treatment and the event resolved without sequel. The patient was enrolled in (B)(4) study with unstable angina. The patient had a 95%, de novo, moderately calcified, type b2 lesion in the mid right coronary artery. The lesion was 12mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 33mm cypher stent was implanted at 12atm. It was also noted that the patient had a non-target lesion that was 8mm in length and the vessel was 3.5mm in diameter. This lesion was treated as it appeared to be flow limiting.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The additional information that was received, on january 7, 2011, notes that the patient did not have a myocardial infarction. The only event was that the troponins were slightly elevated post procedure. Therefore, this event is being unreported as there was no patient injury or evidence of a reportable product malfunction.